Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed hardware low level failures during the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or battery alerts/alarms noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had absence or anomaly of audio alarm and insulin pump had an error in the hardware low level failures during self test. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer reported that they performed self test second time and it was passed. The insulin pump will be returned for analysis.